Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No patient consequences or procedure complications reported.

Manufacturer narrative:
The event date should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received notes a battery performance alert (bpa) was detected on (B)(6) 2018 prior to device replacement.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.